Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 10-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent birth control. Following the implant, plaintiff experienced ongoing pelvic pain, abnormal bleeding, abdominal pain, hair loss, anemia, and dyspareunia. Because of the symptoms that she was experiencing, plaintiff underwent surgery to remove the essure device on (B)(6) 2015. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and fallowing implant, she had ongoing pelvic pain. Six months later, she underwent a surgery to remove essure device. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("ongoing pelvic pain/pain"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and device expulsion ("right essure coil with significant portion seen in endometrial cavity") in a 37-year-old female patient who had essure (batch no. C76541-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. No bleeding with intercourse and no pain with intercourse, no history of dvt, no history of stroke, hypertension, pulmonary emboli or deep vein thrombosis. Concurrent conditions included body mass index normal, gallstones, fever, vomiting, decreased appetite, spotting vaginal, general body pain, metrorrhagia, dysfunctional uterine bleeding, hemorrhagic anemia, shoulder pain, sinusitis, right upper quadrant pain, bladder spasm and fractured toe. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), acne ("acne"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain"). On 17-apr-2015, 4 months 9 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("anemia"), dyspareunia ("dyspareunia"), vulvovaginal pain ("vaginal pain") and swelling ("swelling"). The patient was treated with cilest (sprintec), surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on 3-jun-2015. At the time of the report, the pelvic pain, alopecia, menorrhagia, vaginal haemorrhage, rash and swelling was resolving and the device breakage, genital haemorrhage, uterine haemorrhage, device expulsion, abdominal pain, anaemia, dyspareunia, acne, migraine, headache, nausea, fatigue, weight increased and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anaemia, device breakage, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, swelling, uterine haemorrhage, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: 5 note: 3 coils on the left side but 7 on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion 06apr2015, ultrasound, transvaginal, hysterosalpingography and cath/intro for uterus/oviduct x-ray: the u/s reveals the coils are in each cornual area, however the is a stong echo in the endometrial cavity. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records:uterine haemorrhage(confirming the event genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint (reported batch information is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("ongoing pelvic pain/pain"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. C76541) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included body mass index normal and gallstones. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), acne ("acne"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2015, 4 months 9 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anaemia ("anemia"), dyspareunia ("dyspareunia"), vulvovaginal pain ("vaginal pain") and swelling ("swelling"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy) and surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, alopecia, menorrhagia, vaginal haemorrhage, rash and swelling was resolving and the device breakage, genital haemorrhage, abdominal pain, anaemia, dyspareunia, acne, migraine, headache, nausea, fatigue, weight increased and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anaemia, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, swelling, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: new events added- abnormal bleeding (vaginal, menorrhagia), rash, acne, migraines, headaches, nausea, device breakage, fatigue, weight gain, vaginal pain and swelling. Lot number added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("ongoing pelvic pain/pain"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and device expulsion ("right essure coil with significant portion seen in endometrial cavity") in a 37-year-old female patient who had essure (batch no. C76541) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. No bleeding with intercourse and no pain with intercourse, no history of dvt, no history of stroke, hypertension, pulmonary emboli or deep vein thrombosis. Concurrent conditions included body mass index normal, gallstones, fever, vomiting, decreased appetite, spotting vaginal, general body pain, metrorrhagia, dysfunctional uterine bleeding, anemia, shoulder pain, sinusitis, right upper quadrant pain and bladder spasm. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), acne ("acne"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2015, 4 months 9 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("anemia"), dyspareunia ("dyspareunia"), vulvovaginal pain ("vaginal pain") and swelling ("swelling"). The patient was treated with cilest (sprintec), surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, alopecia, menorrhagia, vaginal haemorrhage, rash and swelling was resolving and the device breakage, genital haemorrhage, uterine haemorrhage, device expulsion, abdominal pain, anaemia, dyspareunia, acne, migraine, headache, nausea, fatigue, weight increased and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anaemia, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, swelling, uterine haemorrhage, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: 5 note: 3 coils on the left side but 7 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. (B)(6) 2015, ultrasound, transvaginal, hysterosalpingography and cath/intro for uterus/oviduct x-ray: the u/s reveals the coils are in each cornual area, however the is a stong echo in the endometrial cavity. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records:uterine haemorrhage(confirming the event genital haemorrhage). Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: event "abnormal uterine bleeding" and device expulsion were added. Concurrent condition, laboratory data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up 15-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following implant, she had ongoing pelvic pain. Six months later, she underwent a surgery to remove essure device. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.